Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off on (B)(6) 2024 and the patient had a return of symptoms. The patient did not have a medical procedure on that day. The patient claimed that the ins was charged but they did have to charge the ins to turn therapy back on. The healthcare provider (hcp) provided the following information from the tablet charging log: (B)(6) - ins was charged for 30 min ins battery level charged from 75-100, (B)(6) - ins was charged for 38 min ins battery level charged from 75-100, (B)(6) ins was charged for 1 min ins battery level was 75, two charging session on (B)(6) and (B)(6) ins battery level was 75. Troubleshooting was not required. The issue was not resolved. Information about charging and battery depletion was reviewed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.